Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had vibration, foreign substance/debris/cleaning/sterilization, and a damaged flex circuit. It was further determined that the device failed pretest for no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between 5vdc line and connector body, and no short circuit between sensor gnd and connector body. It was noted in the service order that during pre-surgery testing it was observed that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had vibration. Therefore, the reported condition that the device was not working properly was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI ¿ (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had vibration. Therefore, the reported condition that the device was not working properly was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had vibration, foreign substance/debris/cleaning/sterilization, and a damaged flex circuit. It was further determined that the device failed pretest for no short circuit between phases and connector body, no short circuit between hall sensors and connector body, no short circuit between 5vdc line and connector body, and no short circuit between sensor gnd and connector body. It was noted in the service order that during pre-surgery testing it was observed that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.